Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported patient saw a display ¿software problem¿ message on controller screen. Patient stated it showed ¿software error contact manufacturer¿ screen, patient took the lithium battery out and put it back, the programmer worked for her. On (B)(6) 2018, her ins would only charge to 90% and then it would stop, she noticed her recharging equipment had been difficult to work since implant. Patient services asked patient trying to charge her ins again, remove the battery and see if it would start to charge beyond 90%. Additional information at about 5 days later was received from patient. Patient couldn't get the implant to charge up past 90%, and when it hit 90% the implant would say ¿finished¿. Pss reviewed function of charger to see if the charging session was interrupted anyway such as clicking stop on the batteries charging screen, or the antenna moving so that recharger quality become poor, then the charger would display ¿finished at whichever charge level the implant was currently at (60% or 90%, etc.). Patient didn¿t ever touch the controller while charging but she struggled with the recharge quality because it would charge from poor to excellent and back to poor easily without her moving the body or the belt. Patient said it always been this way and she used an elastic bandage to be able to have enough pressure to hold the antenna over the implant. It was noted patient couldn¿t charge implant 100% full but never let it get to 0%. Patient stated it took hours to charge her implants. Pss walked through antenna locate with patient to ensure that patient was placing antenna in best spot and patient got excellent recharger quality and the implant showed charging. Pss reviewed the equipment, it appeared to be functioning at intended and to ensure the antenna was in place, and if implant wouldn¿t charge up to 100% on excellent, patient could call back pss for replacement recharger antenna. It was note patient had difficult charging and implant only charged up to 90%. No further complication and no symptoms were reported. Additional information was received from patient. When asked what circumstance that led to the recharging equipment had been difficult to work since implant and patient was not able to charge to 100%, patient stated the unit didn¿t want to charge beyond 90%, patient removed the battery and put it back in which resolved the problem. Patient stated at times it was very difficult to get it placed just right over the battery to get it to ¿good¿ or ¿excellent¿. No further complication and no symptoms were reported. Additional information was received from patient. It was reported the controller screen displayed a ¿system problem¿ message, the controller showed ¿system problem rm04 can not continue¿ and to call medtronic. Before the call, patient removed battery pack and reinserted battery pack, patient was attempting to charge ins. Patient services (pss) walked patient through troubleshooting steps and controller was charging ins showing ¿good¿, then controller screen went back to patient having to hit ¿try again¿. Patient stated the controller screen kept ¿bouncing back from the screen to move the recharger around. Pss was unable to clarify what screen patient was bouncing back and forth to, patient began to escalate and stated, ¿it¿s not working¿. Patient had to remove the battery pack from controller so many times and patient was concerned as patient had previous software problem. It was noted the patient got the system problem error code rm04 on recharger. No further complication and no symptoms were reported. Additional information was received from a healthcare provider via manufacturer's representative. It was reported that the patient had difficulty recharging with weight loss and device was in different position in pocket. A surgical revision of stimulator pocket took place. Issue is resolved at time of the report. No further complications were reported/anticipated.